Event description:
The account alleged that trendelenburg will not engage when the lever is applied.

Manufacturer narrative:
The tech found the shoulder bolt on the right side of the trendelenburg assembly was loose, causing the trendelenburg assembly to not apply pressure to the pin on the gas shock. The tech tightened the shoulder bolt to repair the bed.